Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe and chronic abdominal pain") in a female patient who received essure for sterilization. In 2011, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (removal of essure in 2014). Essure was withdrawn. At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic abdominal pain, which is a serious event due to medical importance and the requirement of intervention. This event is anticipated in the reference safety information for essure. Pain of varying intensity and length of time may occur and persist following essure placement. Although neither the exact date nor plaintiff's medical history were provided, after approximately three years of use, essure was removed. Given the event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is expected. Further information is expected through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this non-medically and spontaneous case report received via lawyer/attorney refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic abdominal pain, which is a serious event due to medical importance and the requirement of intervention. This event is anticipated in the reference safety information for essure. Pain of varying intensity and length of time may occur and persist following essure placement. Although neither the exact date nor plaintiff's medical history were provided, after approximately three years of use, essure was removed. Given the event's nature a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information is expected through the litigation process.